Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device sensor tip was bent upon insertion. Due to this issue, the developed symptoms of tremors, sweating, and "numbness". An emergency doctor was called to customer's home and treated customer with glucose injection for hypoglycemia. There was no report of death or permanent injury associated with this event.